Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physician reported, on behalf of the customer that the adc freestyle libre sensor provided a higher reading when compared to a built-in meter of omnipod pump. On (B)(6) 2018 at 22:12, customer received a sensor scan result of "hi" (readings greater than 500 mg/dl) and self-treated with 3 times insulin (total 14 units) within 1 hour. Customer felt tired, weak and dizzy and obtained a reading of 60 mg/dl on the built-in at 23:38. Customer had contact with a healthcare professional who instructed her to drink something and get to emergency center where she was treated with glucose via IV and 50% dextrose before releasing her home after 3 hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. The serial no. Of the sensor was incorrectly documented and-serial no. Has been updated with the corrected one : (B)(4).

Event description:
A physician reported, on behalf of the customer that the adc freestyle libre sensor provided a higher reading when compared to a built-in meter of omnipod pump. On (B)(6) 2018 at 22:12, customer received a sensor scan result of "hi" (readings greater than 500 mg/dl) and self-treated with 3 times insulin (total 14 units) within 1 hour. Customer felt tired, weak and dizzy and obtained a reading of 60 mg/dl on the built-in at 23:38. Customer had contact with a healthcare professional who instructed her to drink something and get to emergency center where she was treated with glucose via IV and 50% dextrose before releasing her home after 3 hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Visual inspection performed on sensor plug which was seated correctly. Visual inspection of the sensor plug assembly was performed and no observations were found. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A physician reported, on behalf of the customer that the adc freestyle libre sensor provided a higher reading when compared to a built-in meter of omnipod pump. On (B)(6) 2018 at 22:12, customer received a sensor scan result of "hi" (readings greater than 500 mg/dl) and self-treated with 3 times insulin (total 14 units) within 1 hour. Customer felt tired, weak and dizzy and obtained a reading of 60 mg/dl on the built-in at 23:38. Customer had contact with a healthcare professional who instructed her to drink something and get to emergency center where she was treated with glucose via IV and 50% dextrose before releasing her home after 3 hours. There was no report of death or permanent injury associated with this event.